Event description:
During the index procedure an in.pact av access was used to treat the left arm anastomosis. Approximately 21 months post procedure patient suffered stenosis of venous anastomosis and distal non-cannulation zone. Patient had shuntogram. The primary lesion of the shuntogram was noted to be tandem at the venous anastomosis and distal non-cannulation zone. Flex vessel prep and angioplasty utilized to complete a successful venous angioplasty of the access. The target lesion was the venous anastomosis and it was involved in this procedure. Patient recovered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update received 22 may, 09 jun 2025: the patient suffered stenosis of arteriovenous graft at venous anastomosis and distal non-cannulation zone. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.